Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant the right ventricular lead exhibited an insulation anomaly, noise and high impedance. The lead was not used and a new lead was implanted.